Event description:
Received a report from a consumer indicating she sought a medical examination after experiencing a foul odor, minor irritation, and a yellowish discharge several weeks after the end of her last menses consumer advised the doctor removed a small piece of a tampon pledget, and the consumer has recovered without further incident.

Manufacturer narrative:
We have requested and await the consumer's return of product for evaluation and date code information for investigation.